Event description:
It was reported that the patient presented to the clinic for a routine follow up. Interrogation of the pulse generator revealed that the right ventricular (rv) lead exhibited noise, which was reproducible and had elevated impedance and capture threshold values. Per the physician¿s assessment, the lead was noted to be kinked. Programming adjustments were made, and the patient remained in stable condition.